Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. No physical damage on the location where the foreign material remained. Additional information obtained that the bristles of brushes were not in proper shape. Based on the results of the investigation, it is likely that the following led to the malfunction: from the information obtained, it is probable that the foreign material remained due to deviation from the instructions for use in the user handling (reprocessing). The customer conducts the reprocessing after 3-5 cases, not after each case. The device was used in procedure and used for treatment or diagnosis. No health hazard in patient has been reported by the customer. This issue is addressed in the instructions for use (IFU): detection method is described in gif/cf-170 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the bending section cover (a-rubber) and adhesive on the a-rubber. There were no reports of patient involvement.